Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer recalibrated the calcium assay and reran patient samples, which were acceptable. The quality controls were within acceptable ranges. The cause of the discordant, falsely low calcium results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on multiple patient samples on a dimension exl with lm instrument. The discordant results for sample ids (B)(6) were reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting higher. The corrected results for sample ids (B)(6), while only the repeat results for sample ids (B)(6) from the alternate dimension exl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.